Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the footboard loosing connectivity was likely due to a damaged blind mate assembly. Customer performed evaluation.

Event description:
It was reported that the bed exit allegedly did not alarm due to the footboard not having power. The patient allegedly exited the bed and subsequently fell in the restroom. There was patient involvement, however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed exit allegedly did not alarm due to the footboard not having power. The patient allegedly exited the bed and subsequently fell in the restroom. There was patient involvement, however, no adverse consequence or clinically relevant delay in treatment was reported.